Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05909. Related manufacturer reference number: 2017865-2020-05911. It was reported that the patient had their pacemaker, atrial lead and right ventricular lead extracted due to an unspecified infection. The patient was stable throughout the procedure but it was noted they had slight bradycardia.